Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after fsca the cardiosave intra-aortic balloon pump(iabp) device giving error code 3 during up. During drive regulator calibrations, the system is not saving the data and compressor is not working at some time. There was no patient involved.

Event description:
It was reported by customer that after fsca the cardiosave intra aortic balloon pump(iabp)device had autofill failure, device giving error code 3 during up. During drive regulator calibrations, the system is not saving the data and compressor is not working at some time.there was no patient involved.

Manufacturer narrative:
Updated fields: b4,b5,d9,g3,g6,h2,h3,h6(problem code),h11